Event description:
Event description guidant received information that this transvenous defibrillation lead was not able to be implanted. The patient developed a pericardial tamponade with the insertion of the right ventricular lead. The patient was taken to surgery where the cardiovascular surgeon repaired the tamponade. An epicardial pacing lead was placed on the left ventricle during the tamponade repair procedure. The patient was reported to be in stable condition in the ICU.